Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 16th oct 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. A review of the data management system (dms) revealed differences in the bg and sg values. A sensor replacement was approved for the user due to system performance. An RMA was issued for the sensor for further investigation. Upon receipt, a visual inspection was performed and no anomalies were found. In-house testing did not reveal any chemical malfunction. A review of the in-vivo sensor data revealed optical instability in all sensing areas which most likely contributed to the differences in sg/bg observed by the user. The optical instability could not be reproduced during the returned product analysis testing, and this may occur in some instances where the conditions that present themselves in the body are not reproduced in the lab. A replacement sensor was provided to the user as part of the resolution. B4.date of this report 27 jan 2026. . G3.date received by the manufacturer? 27 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to3224. H6. Investigation conclusions updated to 4315.